Event description:
A hospital in (B)(6) reported that water leaked at the base of an mr290 autofeed humidification chamber. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that water leaked at the base of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Result: visual inspection revealed that there was a dent and crazing at the aluminium base of the chamber under the baffle. One crack was found near the baffle of the chamber, and another crack was found along the base, extending towards the dome. A lot check revealed no other complaint of this type for lot number 1106090304. Conclusion: the damage observed at the aluminium base of the chamber and chamber dome is consistent with the chamber being dropped prior to use. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the damage occurred post production, possibly during transport or storage. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.